Manufacturer narrative:
An event of lead migration was reported to abbott. Both leads were explanted and replaced with a paddle due lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-04253. It was reported that the patient had experienced ineffective stimulation due to a double lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.